Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance and separation appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat an occluded, calcified lesion in the proximal superficial femoral artery (sfa). A command 18 guide wire was advanced in the vessel but was not able to cross the lesion. On the third attempt to cross the lesion, the guide wire separated in two pieces at the junction, 25 cm proximal from the guide wire tip. The distal section of the guide wire remained in the anatomy and was recovered using an armada 14 balloon catheter. A non-abbott guide wire was used to complete the procedure successfully. No additional information was provided.